Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s sleep/wake button became intermittently unresponsive, with the device failing to wake or provide haptic feedback when the button was pressed away from the charger, while waking reliably when on the charger; software update and a button hold to reset the touch capacitor did not resolve the issue, and a replacement was arranged. Symptoms included no device alerts or alarms and no reported changes in blood glucose. Outcomes included no adverse health effects and no need for medical intervention. Investigation included remote troubleshooting, guided reset of the button function, software update verification, and assessment for replacement. Investigation of this case revealed persistent sleep/wake button malfunction consistent with a hardware control interface failure that impaired user interaction but did not affect therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.